Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: a reserved sample from the same lot number u200064 was evaluated and tested by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The cartridge passed the force test. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a multiple loss of prime issue with the device. The cartridge reportedly was being used per instructions for use (IFU). The patient reportedly experienced a blood glucose (bg) measurement of 32.5 mmol/l with symptoms of extreme thirst, extreme drowsiness and shortness of breath. The patient reportedly did not require medical intervention. The patient reportedly remained on the pump. This complaint is being reported because the patient experienced an adverse event and to due to the alleged issue not being resolved during troubleshooting.